Event description:
This complaint is now reportable based on the analysis completed on 4/17/08. It was reported that during a coronary drug eluting stenting treatment procedure, a shaft fracture occurred. The physician attempted to place a taxus express2 3.0x16mm drug eluting stent to the calcified, tortuous lesion, vessel location unk. The catheter broke close to the hub. They were able to remove the device. No pt injuries or complications were reported. However, the product analysis revealed the break was not at the hub.

Manufacturer narrative:
Following a detailed device analysis it was noted that the condition of the returned device was consistent with the complaint incident. The device was returned in two sections as a result of a break that occurred in the hypo-tube. The break was measured at approx 18.2cm distal from the catheter strain relief. This type of damage is consistent with excessive force having been applied to the device. A visual and microscopic examination of the crimped stent found no issues. A review of the mfg documents found that the device met its material, assembly and product specs at the time of release to distribution. Taking into consideration the thorough eval and the details of the complaint, this investigation will be assigned the most probable root cause classification of operational context as the complaint is associated with a product that meets the boston scientific corp design and manufacture spec but due to the likelihood that the pt anatomy or other procedural factors and encountered during the procedure performance was limited.